Event description:
Customer reported a malfunction on the pump, with the specific malfunction code mentioned but reset. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance on resetting the pump, and the malfunction did not recur after the reset. Customer was advised to monitor the pump and call back if the issue reappeared, and they confirmed their understanding.